Event description:
It was reported that the roller clamp of a flogard i.v. Solution administration set was missing. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection identified that the roller was missing and that clamp was damaged. However, the cause could not be determined.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.